Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0604 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that at the end of the PICC procedure, the PICC was in the vein. Removing the peel away sheath and there was a tiny thin area at the hard plastic top end (the red end) that wouldn't split and remained attached around the PICC. It took quite a bit of maneuvering twisting and moving but it eventually came away.